Event description:
It was reported that the lead was capped and replaced due to insulation anomaly. No issues with the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.